Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with pre-op diagnosis: status post posterior fusion l3 to l5 with solid arthrodesis now developed adjacent level of degeneration with spinal stenosis l2-l3. Patient underwent following procedures: removal of instrumentation (synergy l3-5). Expiration of fusion l3-l5. Posterolateral fusion l2-l3. Posterior spinal instrumentation segmental l2-l3 ,l3-4, and l4-5. Transforaminal interbody fusion to a left sided approach l2-l3. Interbody instrumentation using avs cage l2-l3. Autologous local bone grafting augmented with rhbmp-2/acs and osteofil. As per operative report "at the levels l3, l4 and l5 bilaterally surgeon used a 6.5 x 40 millimeter length screws. Intraoperative x-rays were taken and it did show that the screws were within the pedicle at all the levels on both pa and lateral projections. After doing thorough discectomy surgeon decorticated bony endplates and inserted autologous local bone which is morcellized with rhbmp2/acs augmentation. Then they chose a 12 millimeter height x 25 millimeter length avs cage. They filled it up with autologous local bone and rhbmp-2/acs and inserted it while retracting the neural elements and implanted it in a very safe manner." The patient tolerated the procedure well. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.